Event description:
It was reported that there was an ambulance accident which involved a power-pro cot and stair chair. The ambulance was hit head on by a younger driver who fell asleep at the wheel which resulted in the ambulance being totaled. The ambulance had to be towed away from the crash site. There was a pt on the cot at the time; however, only had minor injuries as a result of the crash. The paramedics that were in the ambulance were transported to the hospital. There were no further details on their condition.